Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿ visual inspection of the provisional bearing confirmed it was fractured on the anterior side of the removal slot. Review of manufacture records found that the product was likely conforming when it left biomet control and had been used multiple times previously without incident. A root cause cannot be determined.

Event description:
During a knee arthroplasty it was noted that the provisional bearing had a fracture but was able to be used to complete the procedure without incident.